Event description:
A doctor reported that particles were noticed in the patient's eye after surgery. The particles are believed to have come from the viscoelastic. It is unknown if the particles were removed from the patient's eye. No reported harm to the patient.

Manufacturer narrative:
Batch record review showed that all testing results are within specification. Medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Without the complaint sample, we cannot make any conclusions towards the actual root cause, but it is possible that this is what the customer might have seen. A root cause has not been identified. (B)(4).